Manufacturer narrative:
The problem was due to decoupled fiber connector. After the replacement the laser system restarted to work. The problem was related to the laser system, we are unaware about pt injury.

Event description:
The laser system had the following problem.: "the fiber connector was not in the best state because was decoupled, I mean, the fiber in the connector is not very good but is a lot decoupled. The process was lipolysis, in area of 10x10 - 2500 j, and in the lower abdomen 1750j."